Manufacturer narrative:
(B)(4). Unable to download history files and traces due to severe moisture damage on the electronic assemblies. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and harness assembly vibrator.¿ test p-cap locks properly in place. The following were noted during visual inspection: pillowing keypad overlay, cracked case-corner of belt clip rails, peeling serial number label, corroded battery tube and corroded home switch. Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Pump exposed to moisture confirmed at electronic assembly. Unable to download history files and traces due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the exposed to fluid and battery compartment was filled with fluid. No harm requiring medical intervention was reported. The customer discontinued the use of device.